Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The patient disconnected from the device which then alarmed. The patient then reconnected. The technical service representative (tsr) advised the patient that air had entered the setup. The tsr had the patient cycle the power and close the clamps/transfer set to clear the alarm. The tsr advised the patient that they will need to start over with all new supplies. Per the patient, proper procedures were used to disconnect from the homechoice. The tsr explained to the patient that if the homechoice alarms while being disconnected, do not connect to the homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.